Event description:
It was reported to boston scientific corporation that a sensation snare was used during an endoscopic polypectomy procedure in the intestinal tract, on (B)(6) 2026. During the procedure, it was noted that the support was insufficient. When tightening the metal wire to encase the polyp, it kept slipping off and could not cut. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: investigation result the device was not returned for analysis; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, it is unable to confirm the reported event. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the snare failed to cut was due to physician technique during the procedure or a device related malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.